Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. After the pump turned back on a reset was displayed. The customer's blood glucose level was not impacted as the customer was not using the pump for insulin therapy at the time of the event. Reportedly, the customer would use the pump for insulin therapy. The customer also had insulin pens available.